Event description:
During an unknown endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that while using a pediatric colonoscope the physician advanced the catheter and during advancement the plastic [catheter] folded in half and kinked [subject of report]. That catheter was removed from the scope and physician was given the 2nd plastic catheter and same incident happened. The physician attempted to spray but unable, powder went into the catheter but not into the patient, physician then decided to abort hemospray. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Section d: common device name: hemostatic device for endoscopic gastrointestinal use product code: qau section g: 510k: k200972 investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined the instructions for use warn, "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working conditions, do not use." The IFU states, "hemospray has not been approved for use in pediatric populations, no safety or effectiveness data exists and would be considered off-label usage, to do so is at the professional risk of the surgeon/healthcare professional." The information provided by the user states that the device was used with a pediatric scope. This could have contributed to the difficulties experienced. Prior to distribution, all hemospray endoscopic hemostat are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.